Event description:
Integra lumbar drain catheter fractured during lumbar cerebral spinal fluid drainage catheter placement under fluoroscopic guidance. Distal one half of catheter remained in pt's spinal canal/proximal end in surrounding tissue. Surgical procedure was ultimately performed to remove the catheter.